Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 80 mg/dl and the sensor glucose level was 140mg/dl at the time of the incident. The customer reported having transmitter battery life issues and really bad lows. The customer did troubleshoot the issues. The customer had a low blood glucose level of 40 mg/dl. The customer declined troubleshooting for the high and low blood glucose levels. The sensor will not be returned for analysis.